Event description:
It was reported that when a patient presented in-clinic for a follow-up, an episode of vt that was misdiagnosed as svt was observed. The patient did not receive therapy for the vt. Review of the episode revealed intermittent undersensing and varied r-wave amplitude measurements. Programming changes were made.

Manufacturer narrative:
(B)(4).